Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), fibromyalgia ("fibromyalgia"), vaginal haemorrhage ("blood clotting/ abnormal bleeding vaginal"), anaemia ("severe anemia"), menstruation irregular ("irregular menstruation"), abdominal pain lower ("cramping") and dysmenorrhoea ("painful menstruation"). The patient was treated with surgery (ablation and plantiff underwent partial hysterectomy with bilateral salpingectomy, removal of essure.). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, fatigue, fibromyalgia, vaginal haemorrhage, anaemia, menstruation irregular, abdominal pain lower and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anaemia, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on 7-dec-2018: new pfs received- new event menorrhagia was added. New reporter and patient demography added. Implanted date updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pain/pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)/large blood clots') and genital haemorrhage ('abnormal, heavy bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), fibromyalgia ("fibromyalgia"), vaginal haemorrhage ("blood clotting/ abnormal bleeding vaginal"), anaemia ("severe anemia/anemic"), menstruation irregular ("irregular menstruation"), abdominal pain lower ("cramping"), dysmenorrhoea ("painful menstruation/dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and plantiff underwent partial hysterectomy with bilateral salpingectomy, removal of essure.). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, fatigue, fibromyalgia, vaginal haemorrhage, anaemia, menstruation irregular and abdominal pain lower outcome was unknown and the pelvic pain, menorrhagia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anaemia, device dislocation, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on (B)(6) -2019: pfs received. Reporter information added. Event : abdominal pain, migration added. Outcome of the event pain and bleeding updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), fibromyalgia ("fibromyalgia"), vaginal haemorrhage ("blood clotting"), anaemia ("severe anemia"), menstruation irregular ("irregular menstruation"), abdominal pain lower ("cramping") and dysmenorrhoea ("painful menstruation"). The patient was treated with surgery (plaintiff underwent partial hysterectomy with removal of essure.). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, fibromyalgia, vaginal haemorrhage, anaemia, menstruation irregular, abdominal pain lower and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anaemia, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.